Event description:
Patient was revised to address loosening and osteolysis.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 15 years ago. Examination was not possible, as no devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that both provided product codes are inactive/obsolete. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.